Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this device did not pass a portion of the returned products testing, suggesting a possible performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device passed automated tvt tests that verified therapy availability. The battery status was at elective replacement indicator (eri), 2.58 volts prior to case removal. The device case was removed and the cell voltage was 2.588 volts. The cell was replaced without breaking power to the hybrid and replaced with a 3.25 volt power supply. The current drain was within specifications; the hybrid current in factory mode was 10.8uamps. The device was then left hybrid powered up overnight and the current settled to 10.4uamps which is within specifications. This device was returned without any allegations but failed longevity expectations.